Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
A technician reported a system message was displayed. It is unk whether the procedure had started when the reported event occurred. The technician was unaware if there was any pt involvement. Multiple attempts have been made to retrieve add'l info, but none has been rec'd to date.